Event description:
The customer reported via phone call that the insulin pump delivered insulin after alerting the customer of a low blood glucose event. The customer's blood glucose was 67 mg/dl, which was treated with food. The customer stated that she had pressed esc and act buttons repeatedly, then the down arrow button, while in the dark to clear the low alert she had received; this resulted in the insulin pump delivering approximately 8 units of insulin inadvertently. She stated that she may have done an automatic bolus by her keypad presses. She reported experiencing low blood glucose since she had been asleep. She complained of irritability, nausea and headache. She stated that the reservoir had been manipulated while she was connected to the device. She did not have a new reservoir to troubleshoot. She noted that she is pregnant and had a stressful day. She was advised to monitor the device and call if the issues persisted. Her blood glucose was reportedly better; she declined to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.